Event description:
Reporter indicated that patient underwent vns therapy system explant due to infection with reimplant on the right side approximately four months later. Approximately 2 1/2 months post-implant, a pimple was noted at the medial aspect of the neck incision. This progressed to bleeding and scant drainage with redness. The patient denied any pain, increase in seizure activity or fever and had no complaints of swelling. The axilla incision was reportedly healing well at that time. The area was cleansed and a scant amount of white drainage was expressed from under the lesion. Silver nitrate applicators of 75% silver nitrate with 25% potassium nitrate were applied to the lesion. This was neutralized with normal saline 0.9%. At that time, the patient was diagnosed with sutural wound irritation from a stitch that extruded to the surface with granulomatous tissue. Approximately 4 1/2 months later, the patient presented with complaints of inflammation along the neck incision and chronic drainage. At the time of explant surgery, breakdown of the skin over the chest incision site was noted. Purulent material was draining from this area and it appeared that the breakdown in the area of the neck incision was an ascent of infection from the chest area. The infection was present in both the pulse generator/pocket and bipolar lead/cervical areas: both the lead (including electrodes) and generator were explanted and a subsequent course of antibiotic therapy was prescribed. The infection has reportely resolved. Both preoperative and intraoperative antibiotics were utilized during initial implant surgery and a course of post-operative antibiotics was also prescribed. The patient is not implanted with any other devices.